Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available.

Event description:
In the last step of the implant procedure (final tightening) the tip of the cam tighter broke off in the first screw head that was locked. They tried to remove the piece with pliers but this was unsuccessful. During the final tightening with the alternate end of the same instrument, the remaining screws were locked successfully but the tip warped. They did manage to suck up the broken-off piece with the suction tip and the sales representative managed to retrieve it.

Manufacturer narrative:
Additional narrative: (B)(4). The two skyline cam tightener shafts (product code: 2868-40-000, lot numbers: nw168904, nw105398) were received by the complaints handling unit (chu). The shaft from lot nw168904 featured one tip that had become twisted and one tip that had broken off entirely. The tightener was subsequently submitted for fracture analysis. A composite optical image of tips of the tightener reveals plastic deformation at the trilobes and torsional shear markings following a circular pattern. The plastic deformation at the trilobes indicates a torsional overload of the fractured tip. This suggests the fractured tip underwent a quasi-static overload torsional shear failure starting at the trilobes and extending to the center of the shaft, the potential fracture termination site. It has been noted that if a hardness test were to be performed using c scale, it would not be considered accurate. C scale hardness measurements are accurate down to approximately 0.25¿¿. The diameter of the cam tightener shaft is approximately 0.24¿¿ while the area of the shaft near the tip is approximately 0.15¿¿. Therefore, accurate readings of the hardness of this cam tightener are not possible using available gages. However, the material certification of compliance was submitted for lot nw168904. This lot was found to be within acceptable boundaries according to the results provided. The other tip was found to be twisted in a manner consistent with the direction of rotation used when tightening cams in order to lock them. The twisted tip exhibits significant permanent deformation, suggesting the twisted tip experienced a static torsional overload. The tip may have experienced higher loads than anticipated during tightening, resulting in it becoming twisted. The remaining shaft from lot nw105398 featured noticeable wear to its tips. However, this wear is superficial and would not interfere with it during use. The wear appears to have happened normally over many uses. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the tightener tip breaking cannot be determined from the samples and the information provided. The results of fracture analysis have determined that a potential root cause may be quasi-static overload failure due to excessive force inadvertently placed on the tip during use, resulting in it breaking. The root cause of the tightener tip becoming twisted cannot be determined from the samples and the information provided. A potential root cause may be an unexpectedly high amount of force inadvertently placed on the instrument during use, deforming the tip. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.